Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this complaint are not available for evaluation.

Event description:
In 2007, nellcor puritan bennett received a report of cuff leak issues on a 4.5 pdc cuffed tracheostomy tube. The caller reported that the patient had to be re-intubated after discovering a leak in the 4.5 tracheostomy tube.